Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that they changed the entire set and the alarm was resolved but the reservoir leaked. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer declined further troubleshooting and indicated that they have a bent needle. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.